Event description:
The customer reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted during the service call. The system was then found to be working as intended and put back into service.